Event description:
It was reported that, during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) system, oversensing of atrial signal on the ventricular channel was observed, resulting in pacing inhibition of two separate beats. The sensitivity of the right ventricular (rv) lead was adjusted to 1.5 millivolts (mv). The surgery was longer than expected, and the patient required bilevel positive airway pressure (bipap) therapy in the coronary care unit. The next morning, during the post-operative evaluation of the patient, rv sensitivity was reprogrammed to 1.0 mv to ensure adequate sensing. All lead measurements were within limits. No additional adverse patient effects were reported. This device remains in service.